Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies and resumed insulin delivery. The customer's blood glucose was in 198-255 mg/dl range. Elevated blood glucose was address with correction bolus via the pump.